Manufacturer narrative:
Previously reported on philips ref. #(B)(4) with MFR. Report number 3030677-2023-01633. Device investigation is housed within (B)(4).

Event description:
It has been reported that the device failed to deliver a shock to the patient.